Manufacturer narrative:
On 12-apr-2024, the product investigation was updated and the following statements were added: the potential cause of the foreign material could be related to the interaction between both products during the procedure however, this cannot be conclusively determined. The instructions for use (IFU) contain the following recommendations: do not use excessive force to advance or withdraw the catheter through the guiding sheath when resistance is encountered. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Biosense webster manufacturer's reference number (B)(4) has two reports: (1) MFR # 2029046-2023-02647 for product code d128208 (pentaray nav eco 7fr, f, 2-6-2) (2) MFR # 2029046-2024-01526 for product code d138502 (carto vizigo¿ 8.5f bi-directional guiding sheath ¿ medium).

Event description:
It was reported that a patient underwent an atrial fibrillation (afib) - persistent ablation procedure which included a pentaray nav high-density mapping eco catheter. When the pentaray was pulled out, some kind of coating of the spline peeled off. The pentaray was withdrawn through a vizigo sheath. There was no patient consequence.

Manufacturer narrative:
If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by biosense webster, inc., or its employees that the report constitutes an admission that the product, biosense webster, inc., or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Manufacturer's reference number: (B)(4).

Manufacturer narrative:
Correction to the follow up 1 report: d4. Primary UDI number has been added (B)(4). If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's ref. No: (B)(4).

Manufacturer narrative:
The biosense webster inc. (Bwi) product analysis lab received the device for evaluation on (B)(6) 2024. The device evaluation was completed on (B)(6) 2024. It was reported that a patient underwent an atrial fibrillation (afib) - persistent ablation procedure which included a pentaray nav high-density mapping eco catheter. When the pentaray was pulled out, some kind of coating of the spline peeled off. The pentaray was withdrawn through a vizigo sheath. There was no patient consequence. Device evaluation details: a picture was received for evaluation following biosense webster's procedures. According to pictures provided by the customer, a type of plastic thread was observed coming out of the irrigation hole of the pentaray catheter. It looked like a ptfe material. However, the origin of this material cannot be determined. The customer complaint was confirmed based on the picture received. All units are inspected prior to leaving the facility as there are functional tests and inspections at control points based on the process flow diagram (pfd) per its part number to avoid this type of damage from leaving the facility. The device was returned to biosense webster (bwi) for evaluation. A visual inspection evaluation of the returned device was performed following bwi procedures. Visual analysis of the returned sample revealed a plastic foreign material attached to a spline. For this reason, a fourier transform infrared spectroscopy (ft-ir) analysis was requested and it was concluded that this material showed absorption bands for polytetrafluoroethylene (ptfe) based material. This could be related to a vizigo sheath internal component in the shaft area; however, this cannot be conclusively determined. A manufacturing record evaluation was performed for the finished device 31044663l number, and no internal actions related to the reported complaint condition were identified. Additionally, the manufacture and expiration dates have been provided. Therefore, fields d4. Expiration date and h4. Device manufacture date have been populated. The issue reported by the customer was confirmed. It should be noted that product failure is multifactorial. As part of biosense webster¿s quality process, all devices are manufactured, inspected, and released to approved specifications. This product issue will be addressed through bwi¿s quality system. H6. Investigation findings code of "appropriate term/code not available" represents photo/video analysis. Explanation of codes: investigation findings: appropriate term/code not available (c22) / investigation conclusions: unintended use error caused or contributed to event (d1102) / component code: tip (g04129) were selected as related to the photo analysis. Investigation findings: inappropriate material (c0602) / investigation conclusions: cause not established (d15) / component code: tip (g04129) were selected as related to the plastic foreign material observed. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by biosense webster, inc., or its employees that the report constitutes an admission that the product, biosense webster, inc., or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Manufacturer's reference number: (B)(4).